Manufacturer narrative:
(B)(4). The dexcom g4 continuous glucose monitoring (cgm) system documented is being reported under MFR - 3004753838-2017-79444.

Event description:
Dexcom was made aware on 08/11/2017, that on (B)(6) 2017, there was an inaccuracy that occurred on both the insulin pump system and continuous glucose monitoring system in comparison to the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. No data was provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.